Event description:
On (B)(6) 2012, additional information was received indicating that the patient underwent explant surgery on (B)(6) 2011. The infection was at the generator site; however, it was unknown if cultures were taken. The patient presented in (B)(6) 2011, as he had developed a sore on his shoulder; however, the incision sites were completely healed from the patient's implant surgery. No patient manipulation or trauma was reported. The patient was re-implanted on (B)(6) 2012.

Manufacturer narrative:
Date of event, corrected data: additional information was received that the patient's explant surgery occurred on (B)(6) 2011. This report is being submitted to correct this information. Event description, corrected data: previously submitted MDR inadvertently omitted information that this vns patient was re-implanted on (B)(6) 2012. This report is being submitted to correct this data. Date of explant, corrected data: additional information was received that the suspect medical device was explanted on (B)(6) 2011. This report is being submitted to correct this information.

Event description:
On (B)(6) 2012, it was reported that this vns patient was explanted one year ago due to an infection. No additional information was available.a review of device history records showed that both the lead and generator were sterilized prior to distribution.attempts for additional information and clarification have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.